Event description:
Medtronic sales rep reported that during a left tympano-mastoidectomy, physician complained that irrigation to the drill bur did not flow immediately, it was delayed for about 6 seconds, and seemed to drip and spray. To compensate for the delay, he continued the case by depressing the foot pedal and not engaging bone until irrigation flowed. While closing, surgeon said there was possible trauma to the facial nerve. He cited the drill and the pt's anatomy as culprits. Said the drill bur jumped or skipped during the brief interval that it was lacking irrigation, and the facial nerve was damaged. Pt was transferred to a different hosp for a facial nerve graft procedure.

Manufacturer narrative:
Two drills and two re-usable bur guards (used to direct irrigation and to control wobble in longer length burs) that were used in the procedure were analyzed for proper function. Eval found the two drills functioned normally using an in-house xps 3000 console, no delay in delivery or irrigation was noted. The two bur guards had a slight drip, but otherwise irrigated normally. Dr reported that it was a straight fluted bur, but did not know how old it was, or its part number. Dr did not save the bur. Sales rep added that at no time during the procedure was the medtronic xomed nerve integrity monitor utilized.